Event description:
It was reported that during prepartation for a coronary drug eluting stenting treatment procedure, a damaged stent was found. After the taxus express2 3.5x16mm drug eluting stent was removed from the package, the outside edge of the stent was found to be flared. The damaged stent was exchanged for another taxus stent to complete the procedure. No patient complications occurred. Patient status is satisfactory.